Manufacturer narrative:
Follow-up # 1: device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2015 with the following findings: there was evidence of moisture present inside the battery compartment. The battery compartment had a crack from the top to the cover part. A leak test was performed which confirms the battery compartment was leaking from this crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.